Event description:
This is a veterinary event. (B)(6) reports that during a tibial plateau leveling osteomy (tplo) on a canine, the quick coupling for k-wire created a grinding noise. It is reported that the device was used to complete the procedure with no delay and no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.